Event description:
It was reported an error occurred when printing a report in session. The power was cycled and the error cleared. The programmer was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.